Event description:
The customer reported that ever since their system was upgraded alarms were not alarming as expected. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
The customer reported that ever since their system was upgraded alarms were not alarming as expected. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.